Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were "no readings" on the display device. The product was evaluated. An external visual inspection was performed and passed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that there were "no readings" on the display device. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the cgm display device was showing "no readings". The patient did not receive any alerts. The patient then experienced a hypoglycemic event (no symptoms mentioned). A visiting nurse happened to be with them at home. The patient was treated by the nurse with glucose gummies, orange juice and ginger ale. There was no bg meter reading at that time because they did not have a lancet. An unspecified time after the event, the cgm readings came back up and showed 40 mg/dl. The spouse mentioned that the alert came too late, and that they could have done something about it had they knew what the reading was. At the time of the report, the patient was in stable condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.